Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized and her insulin pump was malfunctioning. The mother requested to call her daughter back as the mother did not know the details of the event. Attempted to contact the customer several times with no results. No further information was provided.